Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that drainage catheter occlusion was noted. During the change of a nephrostomy catheter, an amplatz super stiff¿ wire was inserted against the occlusion in the bsc flexima nephrostomy catheter. The physician rotated the wire to get through the occlusion. The physician wanted to check the position of the wire with contrast and saw that the inner wire of the guidewire was exposed. The issue occurred with a 2nd amplatz super stiff¿ wire. The procedure was completed with another of the same device. No patient complications were reported.